Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing syncope due to pauses of unknown origin. The lead was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.